Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had bright red blood coming from his blake drain. Inr was normal and device parameters were normal. On (B)(6) 2014, the vad coordinator reported that the pt was taken back to surgery for hematoma around the vad. The pt was doing fine until then when the bleeding was noted again.